Event description:
It was reported that there was a leak from the transfer set¿s tubing near the twist clamp. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection observed marks on the outside of the connector. Functional testing including leak testing, clear passage test, clamp function test and integrity of seal surface test were performed with no issues noted. The reported condition was not verified, however an additional problem of damaged was identified. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).. Should additional relevant information become available, a supplemental report will be submitted.